Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch / lot number is unknown. Based on the information received, the root cause could not be determined. Related reports: 3025141-2023-00370, 3025141-2023-00371, 3025141-2023-00372, 3025141-2023-00373, 3025141-2023-00374, 3025141-2023-00376, 3025141-2023-00377, 3025141-2023-00378, 3025141-2023-00379, 3025141-2023-00380, 3025141-2023-00381.

Event description:
In the article " percutaneous osteosynthesis with headless cannulated screws in the treatment of metacarpal and proximal and middle phalanxes fractures of the hand" by calas, o.c., et al., the authors reported there is a high incidence of hand fractures, and a high percentage of them require surgical treatment. The functional result depends, to a large extent, on the technique used. The use of retrograde intramedullary screws allows for early mobilization and minimal dissection of soft tissues. The objective of the study was to analyze the clinical results and complications with this type of osteosynthesis. The authors studied the evolution of patients treated with retrograde intramedullary screws who underwent surgery for fractures of the metacarpals and proximal and middle phalanxes from december 2013 to december 2017. A total of 96 fractures in 81 patients were included. Surgery was performed using either acumed acutrak standard, micro and mini screws and screws from another manufacturer. The following complications were reported, it is unknown which of these patients were implanted with acumed acutrak screws: metacarpal complications: intraoperative: 1 diaphysis rupture on screw insertion- it was resolved with the placement of a narrower screw, 1 lack of fixation resulting in screw removal, 2 had inadequate placement of screw which required removal of the scre postoperative complications: hypertrophic scars at screw entry points (3 screws in 1 patient), 1 patient had trigger finger 2 months post-surgery. Proximal and middle phalanx complications: intraoperative: 1 patient had diaphyseal fracture with bulging of the cortex without functional repercussion, 1 patient had poor implant placement. Postoperative complications: 1 patient had tendinous, 1 case of malrotation of the bone, 1 patient had joint stiffness, 1 patient had an infection after screw placement and the screw was removed. Report 6 of 12.